Event description:
Pt had an episode of left knee buckling and has felt something shifting in her knee since then. She was admitted to the hosp for a revision. Left knee-femoral and tibial components were placed. Also used at time of original surgery: 5972-65-41, lot# 65672800, 5972-300-17, lot # 68447800, 5970-35-02, lot #68621600.